Manufacturer narrative:
The user reported discrepancies between their blood glucose (sg) readings and sensor glucose (sg) values. The case was escalated to support for further review. A review of in-vivo sensor data revealed that the user was experiencing transient optical instability around the reported time. Customer care assisted the user with re-linking the sensor, which was completed successfully. Post re[?]link monitoring showed that the system stabilized, with calibrations fitting sensor glucose trends and only occasional differences attributable to physiological lag. Although the user later stated she continued to notice discrepancies, but unable to provide examples at the time and subsequently became unresponsive to multiple follow-up attempts made by customer care. A system review in dms confirmed that the user is still actively using the system, progressed to weekly calibration, and showed consistent glucose trends. No further resolution was possible due to lack of response from the user. With system stabilization confirmed, the complaint was closed. B4.date of this report 15 feb 2026. G3.date received by the manufacturer? 15 feb 2026. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.